Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose (bg) level was impacted (300 mg/dl) the customer took a bolus to stabilize bg level. Review of pump data indicated that the customer would perform fill tubing multiple times. The customer stated that when fill tubing was performed the pump fill estimate would be correct. Reportedly, the customer reloaded the same cartridge and the issue was resolved.